Event description:
On (B)(6) 2013 the patient presented for a right shoulder arthroscopy with arthroscopic rotator cuff repair, arthroscopic subacromial decompression including acromioplasty, and arthroscopic glenohumeral joint debridement, long head of biceps tenotomy. During the passing of one of the sutures, the tip of the expressew iii needle tip broke off in the shoulder, and was unable to be retrieved.